Event description:
When the nurse tried to pull the catheter after inserting the powerglide, the nurse did not pull device in the right manner. Catheter and "everything" was stuck in the patient. When facility removed everything, the guidewire came out very flimsy, thinner and seemed longer than before it was inserted.

Manufacturer narrative:
The complaint of a severe guidewire is confirmed and will be considered user related. The product implicated and returned for evaluation is one powerglide, 20 gauge 10 cm midline catheter. The complaint sample includes the entire delivery system for the power glide catheter. The device was returned to bas with the clear safety can and the catheter having not been deployed. During microscopic examination the bevel of the needle is damaged. Metal scoring is observed at the needle bevel. This is a good indication the wire snagged on the bevel of the needle and severed. This type of damage occurs when the guidewire is retracted or manipulated through the introducer needle and snags on the bevel of the needle tip. The "floppy portion" of the guidewire is severely stretched and elongated. The distal weld tip has severed and is missing from the sample. At the time of this evaluation the location of the missing weld tip is undetermined. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter and guidewire. Warning: "once the catheter has been advance, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and needle as a unit to prevent the needle from damaging or shearing the catheter." The product instructions for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter.